Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were returned to the distributor but evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was in the hospital and critically ill with covid-19 at the time of passing. It was reported that medical staff at the hospital performed CPR and that the patient passed away of a heart attack. Review of the download data, indicates the patient received two shocks in response to CPR/motion artifact. The ECG was obscured by CPR/motion artifact at the time of both treatment events. The patient's post shock rhythm for both treatments was obscured by CPR/motion artifact and then sinus rhythm from 65-80 bpm was seen. The response buttons were not pressed during the event. The patient was last seen in sinus rhythm. The patient passed away on (B)(6) 2020.